Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.